Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cartridges are leaking. Caller reported this has occurred earlier but had thrown them away. Caller stated cartridges are leaking from the bottom and the cartridge compartment is damp and steamy. No adverse event reported. Requested return of the alleged device for evaluation.